Event description:
Philips received a complaint on the v60 ventilator, indicating that the alternating current (ac) power was not recognized by the device. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. The authorized service provider (asp) confirmed the reported issue and replaced the power supply to resolve it. The asp then conducted regular maintenance on the device, completing a comprehensive inspection, cleaning, running test, and functional test. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
E1:(B)(6).